Event description:
(B)(4). I had essure implanted (B)(6) 2014, the procedure itself was not bad, but the days weeks and months following have been hell. Essure has taken my life from me, I am still breathing but I am not living. I immediately started getting terrible migraines, followed by heavy debilitating menstruatal cramps, and heavy bleeding so bad it interferes with every day life. I am a mother of 6, I have gone from working 90+ hours every two weeks to being lucky if I make it through 25 hours every two weeks due to severe bleeding and fatigue. That's just the start, my joints constantly hurt, my hair is falling out, I'm always sick, always in pain, always nauseous, always bloated, I have gained at least 40lbs since last (B)(6) different autoimmune diseases, and the list goes on. I have been through test after test, ultrasound after ultrasound, hsg after hsg, and biopsy after biopsy. At (B)(6) years of age I am now facing at least 2 major surgeries to remove my tubes, cervix and uterus, and possibly more surgeries if they can't locate the missing half of my left coil.